Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. A longevity calculation was performed, which confirmed the device had failed to meet longevity expectations. The device case was opened and the battery was replaced with a power supply. Electrical measurements noted a high current condition. Further detailed analysis isolated the high current condition to a degraded low-voltage capacitor, causing the device battery to deplete faster than expected.

Event description:
Boston scientific received information that this device was in middle of life 2 (mol2) battery status with a long charge time of 18.2 seconds. It was alleged the device was depleting faster than expected. A replacement procedure was performed and the device was explanted. No further patient effects were reported.